Event description:
The customer reported difficulty with pressing the pump's quick bolus/wake button, which required multiple presses to activate the screen. There was no adverse impact to the customer¿s blood glucose level. Customer support assisted by removing the pump from its case, provided guidance on pressing the button. The customer continued to use the pump for insulin therapy.